Event description:
(B)(4). I was told I wouldn't be in any pain and after I got the procedure done, I experienced a heavy period with painful blood clots for 7 months straight. After that I had no desire to have sex or even be touched. Pain just got worse and weight gain fluctuated and stress overwhelmed me. Bad migraines and abdominal pain. Cyst on my liver and more weight gain. Can't get comfortable with anything I do. Pain just keeps getting worse. I always itch everywhere continuous and my skin tingles everywhere, I get irritated and my muscles have spasms, my legs jump and my bones ache.